Event description:
Same case as MDR ID: 2134265-2014-02616. (B)(4) clinical study. It was reported that patient death occurred. In (B)(6) 2010, the patient presented with dyspnea and abnormal results of a stress test indicating possible lateral wall ischemia. The patient was diagnosed with stable angina and silent ischemia. Cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal (om) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm taxus liberté stent. Following post- dilatation,residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 26 mm long with a reference vessel diameter of 3.5mm. Subsequently, the lesion was treated with direct placement of using a 3.00 x 32 mm taxus liberté stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, at an unspecified time, the patient died due to an unknown cause. The study drug was last taken on (B)(6) 2011.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).